Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, a review of the pump¿s alarm history showed frequent low battery warnings. The black box showed battery voltage immediately following a battery change was low, indicating that a partially discharged battery was inserted by the user. During testing, the pump electrical current draws were tested and were found to be within specifications. The original complaint of a battery life issue was shown in the history but was not able to be duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.